Manufacturer narrative:
Correction: PMA/510 (k) # changed to k090888,device evaluation: the single board computer (sbc) printed circuit board (pcb) was returned to medtronic¿s product analysis laboratory. An investigation was performed and the reported condition was duplicated. The cause of the reported issue was isolated to a software problem on the sbc pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ht70 ventilator's screen froze at power on. The device could not be shut down by pressing the power source button until the second try of long pressing. The ventilator was not on a patient at the time of the event.

Event description:
It was reported that the ventilator's screen froze at power on. The ventilator was not on a patient at the time of the event.